Manufacturer narrative:
Batch review performed on 27 november 2019: lot 1904808: 15 items manufactured and released on 11-sept-2019. Expiration date: 2024-08-31. No anomalies found related to the problem. To date, 1 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medial affairs director. Intraoperative tibial fracture occurred during final implant impaction. Intraoperative fractures are known possible adverse events of total knee replacements and they mainly depend on bone morphology and mechanical properties. In this case, no information concerning patient general health status and previous bone conditions is available. No reason to suspect a faulty device was responsible for the event.

Event description:
During tibial/stem assembly impaction the tibia bone partially fractured distally. The surgeon treated it discharging the patient load for 45 days.